Event description:
Reporter stated that customer received a result of 6.2 mmol/l on the mobile system. At the time of the 6.2 mmol/l the customer was unresponsive. The customer's wife treated him with an unspecified amount of dextrose. Customer has recovered and is currently "normal." No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.